Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that there was leakage that appeared to be blood that the patient had been having at the top of the incision site where the lead wires were after she had ripped off the bandages. The issue started today, (B)(6) 2016. Additional information from the healthcare provider (hcp) reported the patient had a wound infection and they were given antibiotics to resolve the issue. They noted that it is not bleeding, but the infection is resolving.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.